Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.however, the customer reported that they did trouble shooting and found that the gde (gas delivery engine) needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported that vyaire medical experienced a vent inop alarm. There was no patient involvement.